Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached, preventing the customer from obtaining glucose readings. The customer reported that the sensor fell off on day 8, resulting in approximately one week without sensor use and self-treatment involving increased insulin administration. The customer reported experiencing weakness and brain fog. There was no report of death or permanent impairment associated with this event.